Manufacturer narrative:
Records indicate this product remains in service. This report will be updated should additional information become available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing noise. The physician suspected a potential header issue being the root cause of the noise. At this time no changes have been made and the ICD remains in service. No adverse patient effects were reported.